Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient was in maintenance phase, but water temperature continues to increase and stay warm on the arctic sun device. Nurse noted that patient feels warmer than what esophageal probe was reading, and they have been receiving erratic patient temperature alerts. Nurse tried flexing and unplugging cable already with no change. Axillary temperature reads 100f, but esophageal probe reads 96f. Mis explained that the device was responding to patient temperature which was why water temperature was increasing. Nurse confirmed that they have verified placement. Mis asked nurse to connect esophageal probe to bedside monitor to verify probe registering, but nurse stated that they did have that option available. Nurse noted there was expected discrepancies between an axillary temperature and esophageal temperature because one was a surface temperature versus a true core. Mis suggested they swap out the temperature in cable to see if that was the culprit. They would contact biomed for another cable and call back if needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was in maintenance phase, but water temperature continues to increase and stay warm on the arctic sun device. The nurse noted that the patient feels warmer than what esophageal probe was reading, and they have been receiving erratic patient temperature alerts. Nurse tried flexing and unplugging cable already with no change. Axillary temperature reads 100f, but esophageal probe reads 96f. Mis explained that the device was responding to patient temperature, which was why water temperature was increasing. Nurse confirmed that they have verified placement. Mis asked the nurse to connect esophageal probe to bedside monitor to verify probe registering, but the nurse stated that they did have that option available. Nurse noted there were expected discrepancies between an axillary temperature and esophageal temperature because one was a surface temperature versus a true core. Mis suggested they swap out the temperature in the cable to see if that was the culprit. They would contact biomed for another cable and call back if needed.